Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Analysis was unable to verify the off no power alarm, battery out limit alarm, or sensor end alarm due to a blank display. The unit had a minor scratched display window and a cracked reservoir tube lip.

Event description:
The customer called to report that after receiving a replacement battery cap, the display was still blank and the unit had an off no power alarm. The customer's reading was unknown. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product back for analysis.